Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the patient¿s right leg was placed over the aquamantys device and it inadvertently activated. This caused two dime sized 3rd degree burns on the patient¿s right lower leg. The patient was treated with ointment and daily dressing changes. No other interventions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.